Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2015-08-18 information was received from an attorney regarding a patient who was receiving an unknown medication via an a medtronic synchromed ii infusion system. Indications for use, medical history, and concomitant medications were not reported. On an unspecified date, the patient experienced personal injury arising out of the defective manufacture, sale, and use of a medtronic synchromed ii infusion system. It was reported that the patient suffered, using an FDA (food and drug administration) grading of injuries, the following category of damages: life-threatening injury (intensive care treatment, extended hospitalization, exaggerated rebound spasticity, and/or altered mental state) or serious injury (return of underlying symptoms, medical intervention, surgical revision, or observation). However, it was not specified which of the aforementioned damages pertained to this particular patient. Additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Event description:
Additional information received from a consumer indicated the patient experienced a pumpsite infection requiring the pump placed on (B)(6) 2015 be removed on (B)(6) 2016 resulting in injuries of failure of therapy and surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) reported when they got their previous pump removed they experienced three different infections in 2016 and they had to put a new one in. They reported they had a blood infection and almost died. A port had been put in the patient and they had to inject medicine every day to resolve the infections. They reported to have recovered from the infections.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that, about a month after their pump was implanted in 2015, the patient developed 3 "major blood infections", ended up being hospitalized for 4 days. The pump and 40% of the catheter was then removed. The patient was then given a spinal cord stimulator. The indication for the use of the pump was non-malignant pain. The pump was previously used to deliver unknown morphine. Dose and concentration information was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.